Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. No damage was noted to the isolation tape and no display anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched case, a a scratched reservoir tube window and a cracked belt clip slot.

Event description:
Customer's wife reported that the numbers were ramping on the insuiln pump's screen during bolus. Customer did not recall any significant events leading up to the error. Blood glucose level was 386 mg/dl at the time of the call. No further information was provided.